Event description:
It was reported that balloon rupture occurred. Following stent implantation, an nc emerge balloon catheter was advanced for post-dilatation. However, upon inflation at 20 atmospheres, the balloon ruptured. The device was removed and replaced with another of nc emerge balloon catheter. However the balloon also ruptured upon inflation at 20 atmospheres. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.